Event description:
Physician opened up a single screw kit for use; however, according to the physician the plastic sleeve was off the screw and the screw was slightly compressed. Physician used another kit instead.

Manufacturer narrative:
Root cause: the investigation was inconclusive. Most probable root cause was that burrs on the clip prevented the clip to seat flush with the ratchet teeth, allowed the implant to slightly compress. Initially it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported. Device evaluation: returned device was visually inspected. Plastic clip on device was slightly askew. This clip prevents the implant from compressing during shipping.